Manufacturer narrative:
Tracking #.48478.

Event description:
It was reported during an unk procedure while using a 511s trocar the device would not arm (the red arming button would not engage). A new 511s was pulled to complete the case. There was no consequence to the pt.